Event description:
It was reported that an asymptomatic patient presented remotely with their right atrial leadless pacemaker exhibiting a diagnostics anomaly. The atrial heart rate histogram was showing false high measurements. Programming changes were discussed but no intervention was completed. Patient had no consequences.

Event description:
It was reported that an asymptomatic patient presented remotely with their right atrial leadless pacemaker exhibiting far r-wave over-sensing. The atrial heart rate histogram was showing false high measurements due to the issue. Programming changes were discussed but no intervention was completed. Patient had no consequences.

Manufacturer narrative:
The reported complaint of incorrect diagnostics was confirmed. The evidence from the session record indicated that the device experienced far field r wave over-sensing following an atrial pace event, resulting in a significantly lower atrial pacing percentage. The root cause was traced to an lp firmware defect in which an alp does not appropriately bin a paced event when it is preceded by a tachy sense event (and only bins the tachy sense event).